Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and found to have one severely bent grip, causing the misalignment of the grips. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not clipping the clips all the way. The instrument was stiff, and the jaws would not open all the way. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the customer was loading the clip onto the clip applier. The instrument was stiff when loading. The instrument would not close the clip while the surgeon attempted to clamp on a vessel or tissue bundle. The issue is related to the jaws remaining static/not moving when the surgeon commanded movement. The issue is related to unsuccessful clip application. The clip applier would not close the clip completely. The medium-large clips hem-o-lok clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The issue occurred on the first clip application attempt. The issue was resolved with a backup clip applier instrument. There are no photos and/or videos of this event available for isi review. Patient demographics were requested but were unable to be provided.